Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shock for atrial fibrillation (af) with rapid ventricular response. Follow up concluded no intervention was performed. The device remains in use. No further patient complications have been reported as a result of this event.